Event description:
It was reported that during an arthroscopy, after placing the anchor, the specialist proceeded to pass the point with the forceps artropierce left but at the time of introducing it and passing the labrum, he noticed that the tip was bent, immediately proceeded to extract it and the tip of about 2mm remained on the way into the tissue, the specialist tried to extract it but could not, therefore, decided to leave it inside arguing that there is no risk to the patient as it was not floating inside the joint. In order to pass the stitch to the labrum, the artropierce 45° right forceps were used thus completing the procedure. The patient's health was not affected. The procedure was completed with non-significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without the requested clinical information, the reported tip breakage could not be further assessed. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.